Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, into a severely calcified native annulus, during deployment, the valve was adequately positioned and was released slowly. After deployment the valve dislodged due to severe calcification. Subsequently, a second 29mm transcatheter bioprosthetic valve was successfully implanted in a good anatomic position. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16; product lot/serial number unknown; product type: delivery catheter system; implant date na; explant date na product ID l-envpro-16; product lot/serial number unknown; product type: compression loading system; implant date na; explant date na updated/corrected data: b5, b7, d8, d10, g1, h6 select patient information cannot be documented in the report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the valve dislodgement was cause related to the procedure and possibly related to valve, delivery catheter system (dcs), and compression loading system (cls). No further details were available as to how the dcs or cls contributed. Following the procedure aortic regurgitation was not present via aortography. The patient was transferred to the intensive care unit. The patient was discharged to home 20 days following the implant procedure. The event was considered resolved on the same date as onset.

Manufacturer narrative:
Imaging review: an image review report was received. The films did confirm that the first valve was deployed at a desired location, but it did dislodge from the annulus. Per the image review, the cine film could not confirm or deny the amount of calcium on the annulus or leaflets. A second valve was loaded and deployed successfully. Therefore, per the image review, a conclusive root cause of the dislodged valve could not be established. Updated data: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received corrected previous information reported. It was now reported that hospitalization had occurred for the valve implant procedure and there was no prolonged hospitalization as result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pt. Identifier: updated. Date of event: corrected to (B)(6) 2018. Relevant history: implanted date: corrected to (B)(6) 2018. Date MFR rec: corrected to (B)(6) 2018 additional information was reported that the first valve had dislodged up into the ascending aorta. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.